Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted into the hospital multiple times requiring IV diuresis with questionable rv failure. It was also reported that the rv failure was not related to any issues with the pump. The pump was functioning as intended.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.